Event description:
A lead extraction procedure commenced to remove one right atrium (ra) lead and one right ventricle (rv) lead due to chronic pain and occlusion. The rv lead was targeted for extraction first. A 16f spectranetics glidelight laser sheath and spectranetics ez lld were used to extract the rv lead. During the extraction the rv lead became stuck, so the physician elected to stop removing the rv lead and begin removing the ra lead. The 16f glidelight and ez lld were used to extract the ra lead. Traction was put on the ra lead which removed the lead successfully, however in the process of putting traction on the lead, a hole was created in the ra and an effusion was noted. A sternotomy was performed to repair the ra tear. The ra tear was repaired successfully, and the patient was stabilized. The rv lead was not extracted. There was no alleged malfunction of any spectranetics devices.